Event description:
The patient received scs system on (B)(6) 2009. It was reported that the scs ipg was eroding through the skin. The skin was cultured and no sign of infection was found. The system was removed. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.